Manufacturer narrative:
Based on the information provided, at this time no definitive conclusion can be made as to the degree to which the mesh implant and/or fixation may be causing or contributing to the patient's reported post operative pain and swelling. The patient did not indicate why the doctor felt her symptoms were related to the fixation used to fixate the mesh. No surgical intervention has taken place to date and medical records were not provided. The patient did not have the lot number, therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. This MDR represents the bard/davol sorbafix fixation device, a separate MDR was submitted to document information associated to the bard/davol ventralight st hernia patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: 1998 - patient underwent an open appendectomy procedure. On (B)(6) 2015 - patient underwent a laparoscopic incisional umbilical hernia repair with implant of a bard/davol ventralight st hernia patch using a bard/davol sorbafix fixation device. On (B)(6) 2016 - post operative office visit, patient complained of sharp abdominal pain associated with periumbilical swelling. She was assessed by the surgeon and prescribed narcotic pain medication. On (B)(6) 2016 - patient had an md office visit with complaints of chronic sharp abdominal pain associated with periumbilical swelling and was prescribed additional narcotic pain medication. On (B)(6) 2016 - patient had an abdominal CT scan performed and the impression was within normal limits. As reported, there were no significant findings noted. On (B)(6) 2016 - patient had a 2nd doctor consultation regarding her chronic abdominal pain and swelling. As reported by the patient, the doctor felt her symptoms were more related to the fixation that was used to fixate the mesh not the mesh itself. The patient reports that she continues to take narcotic prescription pain medication to help manage the reported abdominal pain and swelling as well as routinely being assessed by her healthcare providers.